Event description:
It was reported that the device needed repair. There was unknown patient involvement. The device was returned for evaluation, and the customer alleged the pump would not stop beeping. Analysis of the returned device found the downstream occlusion sensor was defective.

Manufacturer narrative:
B3: event date is unknown. Device evaluation: one device was received. Device was visually and functionally tested, and a defective downstream occlusion (dso) sensor was found. The dso sensor was replaced to resolve this issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.